Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized continuous ventricular arrhythmia requiring defibrillation/ cardioversion. Arrhythmia matrix was present before the patient was implanted and the event was not thought to be related to the device. However, it could not be ruled out also. During the admission a cardiac catheter procedure was performed.

Event description:
Additional information was received that originally, the patient was scheduled for a routine follow-up cardiac catheterization. However, since they were hospitalized for the arrhythmia, a the routine catheterization was performed. The patient reportedly had a ventricular tachycardia before implant. During this event they experienced non-sustained arrhythmia with symptom of mild dizziness. The patient was given anti tachycardia pacing (atp) treatment but developed ventricular fibrillation and was treated with direct defibrillation cardioversion. The arrhythmia did not cause any particular clinical compromise. The treatment resolved the arrhythmia.

Manufacturer narrative:
Related MFR # 2916596-2023-03922. E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for mlp-030097 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. The IFU outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.